Manufacturer narrative:
Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the catheter completely migrated out of the intrathecal space which caused a cerebral spinal fluid (csf) leak. The catheter was completely removed on (B)(6) 2013 and the pump was still dormant.

Event description:
This event was also reported under manufacturer report #3004209178-2013-16251 [it was reported that the catheter had dislodged and come out of the spine. It was indicated that this had occurred ¿probably less than two months ago¿. The pump was turned off in july and the catheter had been removed in roughly (B)(6). At the time of the dislodgement, the pump was used to deliver clonidine and dilaudid.]. Any additional information received will be reported under this manufacturer report number. Additional information has been requested, but was not available as of the date of this report.